Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery (cfa) using a proglide device after a left superficial femoral artery interventional procedure. Reportedly, the suture did not release properly from the proglide device, as in the o-ring area, and manual arterial compression was used to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that both cuffs successfully captured the needles during plunger deployment; however, the link was pulled from the swage end of the posterior cuff during the needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported product experience that the suture did not release properly from the proglide device. Therefore, the reported product experience is confirmed. Because the suture could not be retrieved, the knot would not form. The link pull suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to manufacturing, challenging anatomical conditions, and deployment technique. However, the suture was returned intact. There was no indication that it was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to a link pull. During testing, the plunger was inserted and retracted successfully without any observable resistance. There were no reported challenging anatomical conditions or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the link to be pulled from the posterior cuff. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing. Based on the investigation, the probable cause for the link pull from the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.